Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an issue with the capsule delivery devices that delayed a procedure for an extensive amount of time. A normal esophagogastroduodenoscopy with capsule placement usually takes less than 15 minutes at most upon insertion of the scope being removed. This procedure took 34 minutes which required more medication to be used during the extra length of time that was required to perform the procedure. Three delivery devices with the same lot number were used in the same procedure, no repeat procedure is expected at this time as the final device was deployed by breaking at the handle, and there was no harm or injury occurred. The customer would like to get the delivery devices returned to allow the engineering team analyze the issues with them. The customer actually had to break the third delivery device to finally deploy the capsule. He was concerned with using the final delivery device in the box though the first delivery device was used the other day and deployed just fine. The customer was not sure if he will proceed with using the delivery device or not. Two capsules that were unsuccessfully deployed were kept in order to send back for engineering review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.